Event description:
The pt underwent a pump replacement surgery and catheter revision on (B)(6) 2011 (refer to MFR report 3004209178-2011-05140 for events prior to the (B)(6) 2011 pump replacement surgery). Following the surgery, the pt experienced symptoms of infection: pocket redness and swelling. On (B)(6) 2011, the pump and catheter were explanted due to the infection. The drug delivered was lioresal 275 mcg daily.

Manufacturer narrative:
(B)(4).